Manufacturer narrative:
Updated to include hospitalization.

Event description:
The following information was reported: the patient returned on (B)(6) 2015 to the hospital's ed with pain and redness at the site. The patient was treated with vibramycin intravenously. The patient was hospitalized. It is unknown if the patient's hospitalization was related to the event and the discharge date is unknown. Procedure type: intervention coronary sheath size: 6f vessel type: arterial procedure date: (B)(6) 2015.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. The review of the lhr (f1504201) indicated that the device lot met all established performance criteria prior to shipment. UDI number: (B)(4).